Event description:
Related manufacturer reference number: 2017865-2023-13524, related manufacturer reference number: 2017865-2023-13525. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination revealed inappropriate shock on the patient¿s implantable cardioverter defibrillator (ICD). Over-sensing of noise, inappropriate shock, failure to capture, and lead fracture was noted on the right ventricular (rv) lead. The left ventricular lead was found to have lost capture. The patient¿s device was explanted and replaced on 23 feb 2023. The right ventricular lead was capped and replaced on 23 feb 2023. The patient was stable throughout.

Manufacturer narrative:
Correction: b5: field should reflect explant date of 23 feb 2023 for the device and date right ventricular lead was capped.

Event description:
New information received notes that another instance of inappropriate shock was noted on the patient's implantable cardioverter defibrillator and right ventricular lead. No further patient consequences were reported.

Manufacturer narrative:
The report of the event inappropriate/inadequate shock was confirmed. It was confirmed by technical service that the cause of the inappropriate shock was found to be due to possible lead noise. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device was tested and found to be normal. Longevity analysis found the battery depletion to be normal. Correction: d9: field should be: feb 28, 2023.

Event description:
Related manufacturer reference number: 2017865-2023-13524. Related manufacturer reference number: 2017865-2023-13525. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination revealed inappropriate shock on the patient¿s implantable cardioverter defibrillator (ICD). Over-sensing of noise, inappropriate shock, failure to capture, and lead fracture was noted on the right ventricular (rv) lead. The left ventricular lead was found to have lost capture. The patient¿s system was surgically addressed and the ICD and rv lead was replaced. The patient was stable throughout.